Event description:
During an av node ablation, impedance issues with the catheters and the generator resulted in procedural delays. The devices were exchanged and the procedure was completed with no adverse consequences to the patient. During the procedure, when using the safire catheter with the ampere generator, the baseline impedance was 124 ohms but when energy was turned on, the impedance went to 999 and shut off. The ampere generator was set to 29w, temperature 40c, and an impedance limit of 165 ohms and 60 seconds. An alert "impedance out of range" was noted. The safire catheter was exchanged for a flexability catheter and the same issue occurred. The flexability catheter was replaced by a non-abbott catheter (biosense) and the ampere generator was replaced with a non-abbott generator (biosense) and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).